Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation/left occlusion only') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and neoplasm ("tumors"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, psychological trauma and vaginal discharge outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, hormone level abnormal, nausea, weight increased, fatigue and neoplasm had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, nausea, neoplasm, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for pain, psych injury, perforation, bladder/urinary problem, other injuries/symptoms: yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. This case become incident. Reporter information, lab data, insertion date and removal date were added. Previously reported event injury were updated to pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), psych injury, fallopian tubes perforation, vaginal discharge, hormonal changes, nausea, weight gain, fatigue, tumors, bleeding. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation/left occlusion only') and genital haemorrhage ('bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal ligation and novasure ablation". The patient's medical history included obesity and cesarean section. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hot flashes. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain spill through due to lack of occlusion"), back pain ("back pain"), depression ("psych injury/ depression"), menopause ("hormonal changes/menopause"), nausea ("nausea"), arthralgia ("hip pain"), cystitis ("infection (bladder/urinary tract/vaginal)-type :"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-type :"), vaginal infection ("infection (bladder/urinary tract/vaginal)-type :") and anxiety ("increased anxiety"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), endometriosis ("endometriosis") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain") and neoplasm ("tumors"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, depression, vaginal discharge, endometriosis, cystitis, urinary tract infection, vaginal infection and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menopause, nausea, weight increased, fatigue, neoplasm, arthralgia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, cystitis, depression, dysmenorrhoea, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, menopause, nausea, neoplasm, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pain, psych injury, perforation, bladder/urinary problem, other injuries/symptoms : yes, three to four loops of the coils were seen in the endometrial canal. Current weight: 214 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Imaging procedure - on (B)(6) 2015: essure confirmation test-(unspecified) left occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records infection, pelvic pain, vaginal discharge, abdominal pain, lower abdominal pain, fatigue, menopause, endometriosis, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received. Reporter information, medical history, historical drug added. Event : hip pain, endometriosis, infection (bladder/urinary tract/vaginal)-type :, increased anxiety, lower abdominal pain, essure tubal ligation and novasure ablation added.event hormonal changes were updated as hormonal changes/menopause, psych injury to psych injury/ depression. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.